Event description:
It was reported that pump triggered recurring alarm 20 during insulin delivery, and customer was unable to resume insulin therapy even after attempting to load new cartridge using correct procedure. There was no reported adverse impact to the customer¿s blood glucose level. Customer worked with technical support and distributor representative, who provided loading assistance, confirmed need for replacement, gave storage and transport instructions, and supplied replacement pump while problematic pump was arranged for return within warranty.